Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis manifested by abdominal pain and cloudy effluent and was hospitalized the same day. The cause of the peritonitis event was not reported. It was not reported whether a peritoneal effluent culture was performed. Treatment and outcome were not reported. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.